Event description:
A report was received that alleges that the tracheostomy tube required removal and was replaced with a different MFR's product. It is alleged that after three days in situ, the suspect medical device caused the tissue around the pt's stoma to become irritated and indurated requiring replacement.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.